Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty band, the physician had the band nearly completely implanted when he noticed the interior metal portion of the band was exposed in two spots. Subsequently, the band was explanted and replaced with another band of the same size and model. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.